Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's stimulation has been unexpectedly shutting off. The patient reported that when he woke up he felt sore, and checking his controller saw that stim was off. The patient reported that stim has shut down on him several times, and that he had not turned stim off. The patient reported that the previous night he charged the ins, went to bed and stim shut off in the night. The patient knew that something was wrong because the stim really helps when it was working. The patient was able to turn the ins back on with the charger. The patient was redirected to their healthcare provider (hcp) to address the changes in stim. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.